Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
The procedure was to treat a mild tortuosity and mild calcification eccentric de novo lesion in an unknown coronary artery. A 3.0x20mm trek rx balloon dilatation catheter (bdc) was advanced to the lesion; however, the balloon ruptured right after pressure was applied. The procedure was successfully completed with a new trek rx bdc. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, functional and scanning electron microscopy analysis were performed on the returned device. The reported balloon rupture was unable to be confirmed; however, the tear in the shaft is what likely was perceived as the rupture by the account. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to operational circumstances. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.